Event description:
A customer site in (B)(6) filed a complaint alleging that one patient sample generated (B)(6) results with the cobas ampliscreen (cas) hiv-1 test, version 1.5. The sample initially tested (B)(6) with serum with the architect hiv ag/ab combo test. The cobas ampliscreen hiv-1 test, version 1.5 generated an initial invalid result and, on repeat, generated a (B)(6)result on separately extracted dna samples. The architect hiv combo test was then repeated and again generated an (B)(6) result. The sample was then tested in duplicate with the cobas taqscreen mpx v2.0 test ( not available in the us) and generated a (B)(6) result (replicate 1) and (B)(6) results (replicate 2).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).